Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt band associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The autopulse nxt platform (sn (B)(6) initially delivered chest compressions to the patient within 4-6 seconds before the nxt band failure. The nxt band (lot # unknown) ripped apart at the clip and was discarded. After the crew installed the new nxt band, the device contracted and released the band but did not deliver compressions. The device did not display a flashing yellow triangle alert. The crew switched to manual CPR. No consequences or impact to the patient.